Event description:
Related manufacturer reference number: 3006705815-2022-15720. It was reported a cerebrospinal fluid (csf) leak occurred while the physician attempted to place the lead in the thoracic epidural space. The physician performed a blood patch intraoperatively. Patient experienced a headache and was given oral caffeine tablets and told to lay flat. Follow-up information indicated the patient¿s headache had resolved.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.